Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure or loss of implant to integrate.